Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed, and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
It was reported that the customer had a "defective sensor" error message with the freestyle libre sensor. The customer subsequently experienced symptoms of "heat, nausea" and lost consciousness. The customer was diagnosed with hypoglycemia, and treated with sugar, coca-cola, and a glucose injection by a healthcare professional. There was no report of death or permanent injury associated with this event.